Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle bends and they fall of the thread. Further information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one used suture with the needle bent and attached to the thread. Regarding the needle detachment complaint, the sample received does not show this defect. Concerning the needle bent complaint, we have tested the needle bending strength of the involved needle received and the results are 10.34 nxcm and fulfill the needle specifications of 8.6 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Needle bending strength results of needles tested of the raw material batches used in this product during production were 10.503 nxcm and 10.323 nxcm and fulfilled the specification (>8.6 nxcm). Conclusion root cause analysis: it has not been possible to determine the root cause because only one open sample received and results regarding needle bent fulfill product specifications. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.